Manufacturer narrative:
Analysis of the pump, model# 8637-20 , serial# (B)(4), found no anomaly.

Event description:
Additional information received from the consumer via a manufacturer representative indicated the patient had multiple motor stalls since (B)(6) 2015. The patient also had multiple mris and shoulder surgery. The patient was unsure of the MRI dates (sometime last year, "(B)(6) 2015 or (B)(6) 2016; shoulder surgery in (B)(6) 2016).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was receiving 50 mg/ml morphine at 4.211 mg/day via a pump implanted for non-malignant pain. No other medical history or concomitant medications were reported. It was reported that there have been multiple motor stall notes on the telemetry at refills. On (B)(6) 2015, the motor stalled for 2 days 23 hours and 48 minutes, on (B)(6) 2016, the motor stalled for 2 days 5 hours and 42 minutes, and on (B)(6) 2016, the pump stalled for 41 minutes. A "stopped pump period may exceed tube set" message occurred on (B)(6) 2015 and (B)(6) 2016. No patient symptoms were reported. The patient had poor recollection, but she may have had one MRI at an unknown date since implant. The patient was being contacted for a replacement consult.

Event description:
Additional information was received from a health care provider via a manufacturer representative. It was reported that the patient was scheduled for a replacement surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.